Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device remains implanted.

Event description:
Surgeon mentioned in passing that a previous patient of his, that he¿d operated on in 2017 had neck impingement of the hip stem. He had seen an x-ray but had no other details other than it was an mdm/ accolade in situ.